Event description:
It was reported that the cartridge became cracked. The customer changed cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was approximately 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.